Manufacturer narrative:
((B)(4). Most likely underlying root cause: mlc-28 -there was not enough information to determine the mlurc. Note: awaiting for information to update the call, still no information provided.

Event description:
(B)(6) online review: customer states that the product is easy to configure but its getting erratic readings. One minute is said 52mg/dl and within minutes iit said 94mg/dl. The readings fluctuate within minutes. Customer didn't specify the time frame between the blood glucose readings.